Manufacturer narrative:
(B)(4). "The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was downloaded previously for evaluation and it confirmed the customer complaint as well as a failed transmitter error. The reported event of low transmitter battery was confirmed. The root cause could not be determined." (B)(4).

Event description:
A receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and it failed. The receiver log was downloaded and evaluated, a loss of connection was found. The reported event of pairing failed with a g4 transmitter was confirmed. A root cause was determined to be a communication gap.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that pairing failed with g4 transmitter. No additional patient or event information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data was downloaded previously for evaluation and it confirmed the customer complaint as well as a failed transmitter error. The reported event of low transmitter battery was confirmed. The root cause could not be determined.